Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that the reagent from the binaxnowcovid-19 antigen self test "poured into their eye" which resulted in a little burning sensation. The consumer was advised to rinse eyes under water and to contact their doctor if burning persists. No further information was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. User did not provide email information so safety data sheet could not be provided. No additional information, evaluation or clarification of data is applicable. The reported event is anticipated in nature and severity for binaxnow covid-19 antigen self test and captured within the product's risk management file. The product will be monitored and tracked. In conclusion, abbott diagnostics scarborough has deemed the investigation complete.